Event description:
A report that the patient's precision system was explanted was received. No additional information is available.

Manufacturer narrative:
The devices were not returned for evaluation.